Event description:
It was reported that the patient underwent a revision procedure due to the bipolar implant being stiff. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 11-165220, item name: ringloc bi-polar 28x48mm, lot #: 66769804. The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 suggested component code: mechanical (g04): head. Visual examination of the returned product identified no damage visible to the device. The height and diameter of the device were measured and found within specification. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. Review of the available information indicates the device was assembled per technique, was released in a conforming state, and is functioning as expected per the documented design requirements. No device failure was identified. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.